Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a diagram of the sample was provided for evaluation. The diagram indicated the location of the reported leak, which was at the level of the effluent pre pump line near the support plate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported leakage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he tubing of a prismaflex st100 set was observed to be disconnected and an external fluid leak from the drain bag was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the set effluent pre pump line was disconnected from the support plate, which allowed the previously reported leakage. The reported condition was verified. The cause of the tubing disconnection was determined to be related to the lack of or absence of solvent applied to this component during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.